Manufacturer narrative:
If implanted, explanted, give date: not applicable, as the product was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when a z9002 intraocular lens was received, the product had a damaged haptic. It was broken when received but the boxes were not damaged. There was no patient contact. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information received from the investigation confirmed the complaint product was handled. As a result, this event has been re-assessed as not reportable. No further information will be provided under manufacturer report number 2648035-2018-01638. Device available for evaluation: yes, returned to manufacturer on: 2/6/2019, device returned to manufacturer: yes. Device evaluation: the sample was received on february 06, 2019. The sample was observed with viscoelastic residues on the optic zone and on the haptics. One of the haptics was observed bent and the other was observed positioned. The complaint was verified in the sample received, however it could be related to the handling process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.